Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2012 and suture was used. During the procedure the needle pulled off the suture. The procedure was completed with like device. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.